Manufacturer narrative:
(B)(4) date sent to FDA: 12/22/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic colpopexy on (B)(6) 2013 after a previous hysterectomy and mesh was implanted. The patient experienced erosion in the top of the vagina. An attempt was done to brush and treat locally, but on (B)(6) 2016, the patient underwent local excision of the mesh. In addition, large amounts of necrotic tissue were removed from the top of the vagina. Additional information has been requested.